Event description:
Returned dacapo power pack showed a broken housing with electrolyte leakage. Reportedly, the patient did not know how the decapo power pack got damaged, it only showed a short working time of approximately half an hour. However, the patient did not have contact with electrolyte and no injuries were reported.

Manufacturer narrative:
Na. Conclusion: the returned device was visually inspected upon arrival. A mechanically damaged housing was observed, most likely due to external mechanical stress. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. Reportedly the patient was not injured by leaking battery chemistry. This is a combined initial and final report.